Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: 0215208910, implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, lot#: 0215208909, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that lengthy charging times were experienced and the patient was unable to increase the device amplitude with the patient controller. Impedance testing performed at the time of report found high impedances. It was noted that electrodes 1, 3, 5, and 7 were listed as ¿do not use,¿ electrode 8 was listed as ¿avoid,¿ and the remaining electrodes were ¿ok.¿ there were no known external factors that may have led or contributed to the issue. The rep noted there was no reason that they were aware of that could have caused the high impedances. The patient¿s physician moved the programming options to lead 2 to address the issue; no interventions or actions were otherwise taken to address the issue. There were no surgical interventions performed and it was unknown whether any were planned. The issue was unresolved at the time of report. The patient was healthy and receiving good therapy from her system as of (B)(6) 2019. There were no complications reported or anticipated.